Manufacturer narrative:
Manufacturer analysis: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. An attempt was made to inflate the device to rate burst pressure, however a leak was noted coming from the pinhole at the proximal markerband. Examination of the hypotube shaft identified multiple hypotube kinks. No other device issues were identified during returned product analysis.

Event description:
It was reported that a rupture occurred. The target lesion, located in the distal right coronary artery, was 90% stenosed, mildly calcified and moderately tortuous. A 3.00 mm x 20.00 mm agent dcb was advanced to the lesion site and inflated once at 8 atm for 5-10 seconds. The balloon ruptured and the device was removed via the normal method. The procedure was completed with a device of a different model. No injury was reported and the patient was in good condition post-procedure.

Event description:
It was reported that a rupture occurred. The target lesion, located in the distal right coronary artery, was 90% stenosed, mildly calcified and moderately tortuous. A 3.00 mm x 20.00 mm agent dcb was advanced to the lesion site and inflated once at 8 atm for 5-10 seconds. The balloon ruptured and the device was removed via the normal method. The procedure was completed with a device of a different model. No injury was reported and the patient was in good condition post-procedure.